Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event, however review of the device diagnostic log history indicated a restart occurrence. The service technician reported that during evaluation and testing the ventilator's external battery leds were flashing so the external battery charger pcb was replaced. Final applicable testing was completed and tests passed to operating specifications.